Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
B5 updated to reflect the product in question is an ICD and not an icm.

Manufacturer narrative:
G3.

Event description:
Additional information received indicated the app was re-paired to the implantable cardioverter defibrillator (ICD), however, no further information was provided on how this was done or what the issue was.